Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (connect belt messages) has been performed. Upon receipt, the monitor was unable to recognize an electrode belt. The cause for the inability to recognize an electrode belt was an open trace between pin 25 of j2005 (auxiliary board connector) and pin 2 of fl2004 (smt emi chip ferrite bead array). The root cause for the open trace cannot be positively determined. No adverse event resulted from the open trace. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report she was receiving connect belt messages while the electrode belt was connected to the monitor. The pt was issued a replacement monitor.